Manufacturer narrative:
Correction: h6 (fdp, imf) additional information: d9, g3, h3, h6 (fdm, fdr, fdc) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a colectomy procedure, the handpiece had activation and end tone heard but sealing was inadequate/partial. Seal seemed adequate but the tissue continued to bleed after it was sealed. It did not give any errors, but the coagulation was unsatisfactory. The jaws were cleaned every single activation and about 15/20 good seals on peritransverse colon tissues were completed before the problem occurred. Reinforcement with suture threads was used on each ligament activation following the correct end of cycle signal to complete the procedure. A new handpiece worked with the same generator.

Manufacturer narrative:
Concomitant product: vlft10gen, vlft10gen ft series energy platformx1,(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.